Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a missing reservoir tube o-ring and a missing retainer. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. The pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that customer use seven batteries then too insulin pump received failed battery alerts. Contacts of battery cap were not missing, damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.